Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. It was further reported that the lead exhibited an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.